Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the patient was experiencing symptoms of halos and glare in left eye after implantation of an intraocular lens (iol) greater than 3 months duration. The condition impairs her quality of life. Patient confirmed that the issue (visual disturbances) started after the lens was implanted in 2013. Patient stated the laser procedure was done during the same surgery as the cataract extraction. Laser was done for the high astigmatism. Doctor has prescribed reading glasses for the patient however, she is uncomfortable reading as she sees a haze over her eyes. She doesn't see well up close. Her distance is good, but she doesn't feel safe driving. She doesn't see clearly and sees halos/glare in low light conditions. Her doctor offered to remove the lens or lenses but also cautioned patient that if he did, her eyesight could be worse. Patient might seek another doctor for a second opinion. Patient visual acuity without correction is 20/40, tiny bit of presbyopia and mild amblyopic. She is 20/25 in the left eye. The doctor has offered the patient options, such as a limbal relaxing suture and lens exchange. The lens is still implanted. The patient will be consulting his doctor soon. No other information has been provided.